Manufacturer narrative:
Initial report address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 3 atmospheres when inflated for 2 seconds upon first inflation. The procedure was completed with another of the same device. There were no patient complications reported.